Event description:
I had a screw fall out of my head and a plate was protruding through my scalp. I had surgery on (B)(6) 2025 and my surgeon removed several loose screws and two plate. In 2023 a screw had fallen out and I needed surgery again at which time my surgeon removed 8 fully shredded screws and a few plates. I have had a total of four revision surgeries for protrusion and one needed a muscle flap! Patient code: 4580. Device code: 2979, 4014, 1371. Reference reports: mw5178848, mw5178850.